Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced erosion at the ipg site after losing some weight. To address the issue, the physician repositioned the ipg deeper into the ipg pocket on (B)(6) 2019, resolving the issue.